Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer following the doctor's instructions, the patient was placed a PICC catheter. When checking the supplies, it was found that the newly opened sheath was damaged and cracked, and was subsequently replaced. The damaged sheath was not used and had no impact on the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer following the doctor's instructions, the patient was placed a PICC catheter. When checking the supplies, it was found that the newly opened sheath was damaged and cracked and was subsequently replaced. The damaged sheath was not used and had no impact on the patient. No other information was provided.